Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h3, h6, h11. Another potential adverse event was noted where the image flickered. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image flickering was likely due to a failure of the receptacle unit and the lamp error was likely due to a failure of the limit switch and socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the video system had an intermittent lamp b error due to a defective limit switch and lamp sockets. There were no reports of patient involvement.